Manufacturer narrative:
Evaluation summary: the products were not returned for analysis; the lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A medical doctor reported that following multiple intraocular lens (iol) implant procedures, the lenses have glistenings. The doctor reports that the "patients don't realize this", so the lenses remain implanted. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.